Event description:
It was reported after few hours of intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm several times. When the catheter was checked, blood was noted. The catheter was removed. The following day the doctor did a pci (percutaneous coronary intervention) and used another intra-aortic balloon (iab) to complete therapy. There was no reported injury to the patient.

Manufacturer narrative:
Corrected section: e2 - 'health professional?' Changed to blank as it is unknown. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Event description:
It was reported after few hours of intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm several times. When the catheter was checked, blood was noted. The catheter was removed. The following day the doctor did a pci (percutaneous coronary intervention) and used another intra-aortic balloon (iab) to complete therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the maquet sheath. The extender tubing was also returned. Four catheter tubing kinks were observed near the y-fitting at approximately 69.6cm, 72.1cm, 72.9cm & 74.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal and measuring approximately 0.013cm in length. The reported problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported after few hours of intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm several times. When the catheter was checked, blood was noted. The catheter was removed. The following day the doctor did a pci (percutaneous coronary intervention) and used another intra-aortic balloon (iab) to complete therapy. There was no reported injury to the patient.